Event description:
Related manufacturer reference number: 1627487-2022-04219. It was reported the patient experienced ineffective stimulation. Diagnostics showed high impedances on one occipital lead and one supraorbital lead. In turn, the patient underwent a lead revision on (B)(6) 2022, during which the supraorbital lead was explanted and replaced, while the occipital lead was repositioned because it had migrated. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 7808814; common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 7828254.